Event description:
It was reported by the user facility to terumo cardiovascular that the tubing to the venous reservoir was kinked, occurred out of box. The event did not delay the surgical procedure.

Manufacturer narrative:
Terumo has obtained the actual device and is still investigating this issue. A follow-up report will be submitted when more information becomes available. For this reason, (B)(4).